Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The device was replaced with a leadless implantable pulse generator (ipg) the same day as explant. The leads were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.